Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device is emitting chirps and displaying an error code. The event was outside of use and there was no reported patient nor user harm. Available details indicate that upon performing the operational check, the device is emitting chirps and issued an error code. Onsite evaluation performed, the battery was removed and the ac (alternative current) power was disconnected and reconnected. Operational check performed, there were no issues. Note, fse performed operational check per IFU (instructions for use), using the test load. It was determined the customer's reported issue occurred as the user performed the operational check without using the test load and as a result the device emitting chirps and displaying an error code. Device is fully functional and returned to service. No parts replaced, no repairs performed. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The issue occurred as a result of the user not following instructions provided in the IFU. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and coding grids.

Event description:
It was reported there was a beeping and the device was showing an error on the screen. No patient involvement reported at this time. Error was saying pacer had an issue. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.